Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that there was phrenic nerve stimulation caused by the patient's left ventricular (lv) pacing lead. The polarity of the pacing pulse was changed with programming and the issue resolved. The lv lead is still in use. There were no further patient complications reported as a result of this event.